Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an internal insulation abrasion breaching the right ventricular cable lumen with procedural damage to the sheath, etfe cable coating and inner coil lumen between shock coils. An external insulation abrasion breaching the sheath was found at the distal to suture tie impression with intact silicone insulation beneath. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.